Event description:
It was reported that over-sensed noise leading to inappropriate automatic mode switch was noted on the atrial lead. A lead fracture was observed. The atrial lead was capped and replaced on (B)(6) 2025, and the surgery was successful. The patient was noted as being stable.